Event description:
It was reported that the insulin pump had been exposed to water when it was submerged. The blood glucose reading was 187 mg/dl. The customer stated that the insulin pump was vibrating without any alarm or alert, and the insulin pump's display went blank immediately after its exposure to water. He also reported that the insulin pump was scrolling without button input and that the esc button was unresponsive. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.